Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as the correct lot number was unknown. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that an introducer kit was used to place a mic key gastrostomy tube 18 fr. Three t-fasteners were used to secure the anterior abdominal wall. The patient has a condition that causes coughing, so when the patient coughed all 3 t-fasteners broke. The only thing securing the stomach in place is the balloon. Additional information was received on 06-jan-2017 that stated, the physician indicated the patient would be referred to gastrointestinal laboratory for insertion of the peg vs existing balloon retained without secure gastropexy. Additional information was received on 09-jan-2017 that states, the patient was brought back into interventional radiology and 3 more t-fasteners were introduced to secure the stomach to anterior abdominal wall. No issues to report and the patient will begin feeding. No additional information provided.